Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 8. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced eight insulin flow blocked alarm events on (B)(6) 2025. The blockage was in the tubing. Blood glucose level was low at the time of the event. No further information available.